Event description:
It was reported that the catheter was being placed into the pt's internal jugular in the operating room. The physician was inserting the smartseal sheath and it "shredded" a little so it became rough and rigid. As a result, it was removed and another kit was opened and used successfully for the pt. There was no delay in treatment. There was no pt death and no pt complications were reported. The pt outcome was good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.